Manufacturer narrative:
When the fse entered the room, he removed the partially used cassette from the device to evaluate it. One side was noticed to be functional but the other side was broken, and the sterilizer was found to have a broken needle. The field service engineer (fse) checked the unit - no odor was noted on his arrival. Unit was run to check for smoke on the oil mist filter and none was detected. Inspection did reveal one needle on the injector valve was broken. The injector valve and chamber plastics were replaced. The unit was then checked and was noted to be within specifications. Retrospective review has deemed this event reportable as a malfunction report due to the cassette breaking the needle on the device resulting in noxious fumes.

Event description:
Healthcare worker experienced burning eye entering an instrument room. She noticed a strong, foul chemical odor and saw a visible haze. The odor made her not want to breathe in, and was stronger the closer she got to the device. The maintenance worker arrived 1 1/2 hrs later and did not notice any smell, and bagged the cassette disposal box and removed it from the room.